Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) for one patient sample. All results are in mmol/l. The initial results were as follows: na: 81, k: 2.2, cl: 190. The samples were repeated and generated repeat results as follows: na: 141, k: 4.1 and cl: 107. The customer deemed the repeat results to be the correct results. It is unknown if the erroneous results were reported outside of the laboratory and it is unknown if there was an adverse event. The customer refused to provide the lot numbers for the na, k and cl electrodes in use. The field service representative found a salt bridge at the reference electrode. He cleaned the salt bridge, bleached the ise lines and changed the cartridges. He performed calibration and qc, the results of which were within specifications. He also performed precision testing, with very stable results.